Event description:
Voluntary facility medwatch received and attached. It was reported that during a filter placement procedure, the filter did not deploy. The insertion site was the left femoral vein. Following insertion of an unk MFR's guide wire, the tract into the femoral vein was sequentially dilated over the guide wire. The greenfield vena cava filter was then passed into the inferior vena cava and fluoroscopically guided to deploy over the second and third lumbar vertebrae with the feet of the filter at the lower edge of the vertebral body and the tip in the midportion of the second lumbar vertebral body. However, the legs of the greenfield vena cava filter appeared to be crossed and not opened completely. Therefore, a second filter was placed successfully just below the original one. The physician feels that the pt is adequately protected following placement of the second filter. Pt status was reported as "okay."

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for eval and the filter remains implanted; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.